Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, a balloon rupture and shaft detachment occurred. The target lesion was located in the left coronary artery. Two veriflex, mr 32mm x 5.00mm stents and a veriflex a 5.0 x 16mm bare metal stent were implanted in the target lesion. Post deployment of one the veriflex, mr 32mm x 5.00mm stents it was noted that the balloon had ruptured at an unknown atm. The veriflex, mr 32mm x 5.00mm stent delivery system was removed from the patient and the balloon shaft was noted to have become separated. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).